Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for follow-up. Interrogation of the implantable cardioverter defibrillator revealed that the device was oversensing post-paced t-waves on the ventricular lead. There was no inappropriate therapy delivered. The device was reprogrammed to address the issue. There were no reported patient symptoms.